Manufacturer narrative:
Correction for information that was provided in section b5: the approximate size of the air bubbles are 4 millimeters not 44 millimeters. The customer declined to test for air bubbles. The customer had mentioned a leak in the reservoir that leaked past the o-rings occurred over a year ago, the customer recalled smelling insulin at the time; the customer stated that the reservoir was removed and discarded and did not report the incident. The customer's prime reason for the call was to discuss the 630g design in relation to the air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via social media indicating that they found air bubbles of 44 millimeters in their reservoir compartment of their insulin pump. The customer's blood glucose level was at unknown. The customer stated that they had a leak from the reservoir in the past but never reported the issue. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer was sent new reservoir and infusion sets. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. The customer did not return the product back for analysis.